Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. Please refer to MFR report 3005099803-2023-05156 for the associated device. It was reported to boston scientific corporation that an obtryx ii system - halo and upsylon y-mesh devices were implanted into the patient during a robotic-assisted laparoscopic supracervical hysterectomy, sacrocolpopexy, synthetic mid-urethral sling transobturator, and cystourethroscopy procedure performed on (B)(6) 2018, to treat uterine prolapse, cystocele, rectocele, and stress urinary incontinence. Throughout the procedure, no complications were observed, and the patient woke up and tolerated it well. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6), (B)(6) hospital. Block h6: imdrf patient code e2401 captures the reportable event of unspecified personal injury. Imdrf impact code f12 has been used to capture the reportable event of the patient had filed a legal claim for injuries related to the device.